Event description:
The following was reported to kci by the nurse: on (B)(6) 2011, v.a.c. Granufoam adhered to the pt's wound. The nurse soaked the dressing with normal saline in an attempt to remove the dressing. On (B)(6) 2011, the nurse further reported that the doctor opened the incision more in order to remove pieces of the v.a.c. Granufoam. This procedure was done in the doctor's office with a sharp instrument and lidocaine. No further info is available.

Manufacturer narrative:
Device labeling, available in print and online, states: v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events.